Event description:
Upon removing my contact lenses, I felt pain in my left eye, as if there was a grain of sand in it. I tried to rinse the eye out but the situation did not improve. During the night, I continued to feel aching in the eye and there was excessive tearing. By morning, the entire eye was red and swollen and I found being out in sunlight painful. I went to an emergency health post that morning as I was travelling abroad. I was given antibacterial medication and had the eye taped up. I was told to see a specialist eye dr the next day. During the day, I had to remain in my hotel room with the curtains drawn. I was able to see a dr the next morning who told me that I had a swelling of the cornea and recommended anti-bacterial drops. The next day, the infection occurred in the other eye. I began to use the bacterial medication in that eye as well. After two days the light sensitivity in each eye improved. Over the next two days all symptoms improved. I returned to my dr one week after the initial appt and he checked my eyes again and stated that the eyes appeared to be healed. I have just returned home and will have a consultation with my own eye dr shortly.